Event description:
It was reported that the device alarms "patient side occlusion"during gamma infusions. It was noted that the alarms are resolved when the clinicians changed the tubing. The pressure limit was noted to be on ¿selectable¿ and defaulted to "150 mmhg." It was also mentioned that the clinicians do not typically change the pressure setting, but other nurses on other units do. The event was reported to bd associate during site visit. Bd clinical practice consultant discussed with the customers that with the viscosity of gamma infusions, they may need to increase their pressure setting to decrease occlusion alarms. There was patient involvement but unknown impact.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the device alarms "patient side occlusion"during gamma infusions. It was noted that the alarms are resolved when the clinicians changed the tubing. The pressure limit was noted to be on ¿selectable¿ and defaulted to "150mmhg." It was also mentioned that the clinicians do not typically change the pressure setting, but other nurses on other units do. The event was reported to bd associate during site visit. Bd clinical practice consultant discussed with the customers that with the viscosity of gamma infusions, they may need to increase their pressure setting to decrease occlusion alarms. There was patient involvement but unknown impact.

Manufacturer narrative:
Additional information: imdrf annex a and g codes.